Manufacturer narrative:
Section a2, a3b and a4: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address: unknown/ asked but not available. Health effect - clinical code - 4581 used for incision enlargement. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent phacoemulsification surgery for the right eye, during which a preloaded intraocular lens (iol) was implanted. Post-insertion of the lens, there was a noted vitreous loss, leading to the explantation of the lens and performance of a vitrectomy. Subsequently a non jnj lens was implanted including incision enlargement and sutures performed. No other information is available.